Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. According to the reporter, prior to use, the unit had a low output. There was no patient involvement. The reported condition was not confirmed. The investigation found that the device delivered the proper level of output during activation. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that with no hand pieces plugged, however, the device was activated. The investigation identified the cause of the reported event to be the device receptacle. The device receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit had low output and monopolar 1 stay activated even no hand piece was connected. No attached device had been tested as normal range of output delivery was checked. There was no patient involvement.